Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connection was loose. It was also noted that the left keyboard hinge was broken, the screen drops due to weak hinges and the hinge plate was missing screws. Concomitant medical products: product ID 229047 analyzer.

Event description:
It was reported that it was not possible to get a clear electrocardiogram (EKG). There was 60 cycle noise. A check of the EKG port was requested. The programmer was returned for repair. No patient complications were reported as a result of this event.